Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist restarted the app via task manager, and the user was able to open the drawer. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.